Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, it is likely the following led to the malfunction: component degradation without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the representative indicated that there was corrosion on the light guide lens. There was no patient involvement.